Manufacturer narrative:
Akinori tsuji et.al., a study of predictors for thrombus formation by angioscopy in the early phase after implantation of drug-eluting stent, 2018-08-02, 13:15-14:45, b1f. Device is combination product. Date of event: unknown, estimated based on first day of follow up month, june 2017. Implant date; (B)(6) 2015 and (B)(6) 2017.

Event description:
It was reported via journal article that death occurred. In a retrospective study 266 patients with 325 coronary lesions were analyzed. Between october 2015 and march 2017, 165 lesions were treated with synergy stents and 160 lesions were treated with a non-bsc stent. During the follow-up period until june 2017, there was no significant different in occurrence of mace (defined as all-cause mortality, any myocardial infarction (mi) and/or target vessel revascularization (tvr)) between the synergy and non-bsc stents. A 4-8 month follow-up optical coherence tomography (oct) after stent implantation was performed in 14 patients (11 lesions in 7 patients treated with synergy stents). The percentage of covered struts per stent and incomplete stent apposition (isa) showed no significant difference between the two groups, but multiple interstrut hollows were noted in two non-bsc stents. In real-world experience with third generation drug eluting stents, both stents showed similarly good clinical and oct outcomes at mid-term follow up.